Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the no device found failure, scratch marks on the rtm donut, and the antenna test temp failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative regarding an external device. The reason for call was caller reported the pt's recharger paddle was getting really hot and the issue began about 3 weeks ago. Caller confirmed there was nothing covering the paddle when the pt charged their implant. Pt in the background also noted the controller was getting hot when the paddle was connected to the controller. Pt noted it was the box when they plugged it in the wand would get hot. Pt confirmed the controller only got hot when the paddle was connected, and not hot by itself.  Pt noted the paddle got burning hot when charging their implant. Patient services (pss)  attempted to clarify information but pt noted they couldn't use their hands, legs, neck or nothing. Pt noted the box around the cord got real real hot. A replacement recharger telemetry module (rtm) was sent out.